Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. The procedure attempted to treat the 80% stenosed target lesion located in the 4.0mm vessel diameter distal left anterior descending (lad) artery. Pre-dilation was performed with a 2.5x15mm apex balloon. Then a 4.0x12mm ion stent was advanced to the "difficult" lesion, but the stent hit the proximal edge of the previously placed stent implanted in the proximal lad and dislodged off the stent delivery balloon. However, the 4.0x12mm ion stent remained on the wire. An unspecified balloon was advanced to partially inflate the stent for removal, but the 4.0x12mm stent was "knocked" off the wire and the stent embolized. The stent migrated to the femoral artery near the sheath and was successfully snared and removed. The procedure was ended at that point. No further patient complications occurred. The patient was discharged a couple of days later in fine condition.

Manufacturer narrative:
Age at time of event: over 60 years. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).